Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported via a spirit trial that restenosis occurred approx nine mos after the stent was implanted in the proximal left anterior descending (lad), and required treatment with another stent. A diagnostic coronary angiography was done and revascularization was performed. No add'l event or pt info is available.